Event description:
It was reported that this right ventricular (rv) defibrillation lead was scheduled for lead revision due to a rise in thresholds and a drop in pace impedance measurements soon after implant. There was difficulty repositioning the lead due to patient anatomy. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This lead was retained by the customer and was not expected for product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.